Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix extension/retraction and length testing were performed. The turns to extend are greater than specification due to the bent helix. This is not considered lead failure. All other test results, including electrical testing, were within specified parameters.

Event description:
It was reported that during implant attempt, prior to introducing the lead into the body the physician attempted to exercise the helix, but two attempts to do so were unsuccessful. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.